Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised for unknown reasons.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were returned, therefore a determination on the condition of the device could not be made. The devices part number and lot numbers were not provided therefore review of its device history records and a complaint search could not be performed. The device was used for treatment. It was reported that the fracture occurred after a fall. While the exact instructions for use included with this device is unknown due to the lack of part numbers and lot numbers, devices of this type contain instructions for use, which state: ¿note: the prosthesis will not restore function to the level expected with a normal healthy joint, and has functional limitations. Excessive muscular activity, e.g., pounding, carrying loads must be avoided or restricted. The patient must not lift more than one pound (~0.5 kg) during the first three postoperative months; and, thereafter, not more than five pounds (~2.25 kg) with the operated arm¿. The reported fall would have exposed the device to greater than anticipated loading.